Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred in an unknown cassette which resulted in peritonitis coincident with peritoneal dialysis therapy. The leak occurred during automated peritoneal dialysis therapy, when a hole was detected in the patient line (where it connects to the transfer set). The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics for three weeks (drug name, dose, and frequency not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient has been asymptomatic for three weeks and perceived to be recovered. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.